Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of the required information, the cause of the patient¿s peritonitis cannot be determined at this time. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the report. Multiple attempts were made to obtain the information regarding this reported event; however, no additional information pertaining to patient information, details of this event or resolution of the patient¿s peritonitis were obtained. In the absence of the required information, the source and nature of this infection and the patient¿s current disposition remains unknown at the time of this reporting.